Event description:
Beckman coulter field service engineer (fse) went on-site for hemoglobin (hgb) control recovery issues on the customer¿s coulter lh 750 analyzer and found the customer had reported out erroneous hgb results. Review of the provided sample printouts shows samples from five (5) patients were run on this instrument (lh750-3) which gave elevated hgb results without instrument flags compared to the same samples run on another lh750 (lh750-2) instrument. The lh750-2 analyzer generated lower hgb results which were considered correct and corrected reports were issued. All other parameters correlate. There was no death, injury, or effect to patient treatment associated with this event.

Manufacturer narrative:
The specific samples were collected in 4.5 ml edta vacutainer tubes and stored less than 24 hours at room temperature. Review of the 3 control files on the day of this event shows hemoglobin (hgb) was out high (backlit red) and rerun was within range. The field service engineer (fse) inspected the instrument and found large bubbles in white blood cell (wbc) bath and replaced mixing bubble choke to wbc bath and all hgb related electronic components to resolve this issue. Failure mode was attributed to the mixing bubble choke to wbc bath and several hgb electronic components (hgb lamp, hgb pre-amp, and interface card); however, controls failed on hgb prior to this issue.